Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Blood glucose value when she was hospitalized was 350mg/dl. Customer did not want to troubleshoot. High pressure test was performed which resulted into no delivery, displacement test was correct, fix prime was correct. The insulin pump will not be returned for analysis.